Event description:
The pt contacted animas alleging that the pump was not responding to down arrow button presses. The pt denied that there was any sign of damage to the keypad. She also claimed the down arrow button was not clicking and felt recessed.

Manufacturer narrative:
The pump has been returned to animas for eval. The eval of the product has not been completed; therefore, no conclusion can be drawn at this time. Once the eval is completed, a supplemental report will be filled.